Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent was securely crimped onto the balloon in its correct location. No stent strut damage was identified along the entire length of the crimped stent. An examination of the balloon found that the balloon was tightly folded and did not appear to have been subjected to any positive pressures. A visual and tactile examination of the hypotube identified no kinks or damage. A visual and tactile examination of the polymer extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation with a balloon, a 2.75x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion. However, the physician noted under fluoroscopy that the stent strut was distorted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation with a balloon, a 2.75x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion. However, the physician noted under fluoroscopy that the stent strut was distorted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.